Event description:
An olympus, model clv-190, evis exera iii xenon light source was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, a scope socket failure was found. This report is submitted due to the scope socket failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation a "b30" error occurred due to scope socket failure. Additional evaluation findings are as follows: 1.) Front panel poor appearance; 2.) Output connector broken but connection is possible; 3.) The lamp was not returned with the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.